Event description:
It was reported that the pump's battery would not charge, and the caller confirmed they had not received a power source alert despite using a tandem charging cable and attempting various charging methods, including using different wall outlets and adapters. There was no reported adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and agreed to return the malfunctioning pump. Technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions for returning the pump using a pre-paid label, which the caller acknowledged and understood.